Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013). Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Comparing meter to (B)(6) clinic results; exact readings not specified. Back to back test performed during call ((B)(6) 2013) with results of 217 mg/dl and 215 mg/dl. Test strip lot manufacturer's expiration date is 08/17/2014. Recall test results performed from meter memory: see scanned table. Based on the customers lowest result in memory (107) and the highest result in memory (251), the complaint is reportable (zone c). Adverse event not reported.